Manufacturer narrative:
The customer declined further support. No further information was made available. Based on the information available, the investigation was unable to identify any device-related involvement in the reported event. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that the device has no sound. The device was not in clinical use at time of event, no patient involvement.